Event description:
I decided to have a tubal ligation, my ob/gyn suggested filshie clips. I had the surgery late (B)(6) 2014. I knew the recovery would involve some pain, but months after the surgery I was still in pain all day long. I went back to my gynecologist many times complaining about pain. Finally in (B)(6) 2014, my fallopian tubes removed (along with the clips). To this day, I still have pain (I've seen my gynecologist and she has ordered blood work and an ultrasound). She can't figure out why I am hurting. I know my body, before the surgery I wasn't in pain. I'm not myself and I know these (profanity) clips are the reason I'm in pain and I have mood swings.